Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. As a result, failed energy delivery can be observed. No damage to the conductor wire insulation was observed. Additional observations not reported by the customer: the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. This failure is typically associated with mishandling/misuse. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.127 - 0.178 in length and were not aligned with the tube axis. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) instrument had cautery issues. A backup instrument of the same kind was used, and the procedure was completed with no reported injury.